Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer was advised to insert new aaa alkaline battery. Customer stated the display returned. The customer was advised to monitor the insulin pump and we will ship a replacement battery cap. The customer was advised that the replacement of battery cap will clear failed battery test.